Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. One used device was received for evaluation. A visual and functional inspection was performed and a leaking between the cross spike and the tubing was detected. The root cause can be attributed to the manufacturing process. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that devices presented leak during their set up and it was evidenced a fracture between the line and the connector that goes to the bag. There was no patient involved.